Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. While removing a penumbra system 5max ace reperfusion catheter from the protective hoop, it fractured into two pieces and was not used.

Manufacturer narrative:
Result: the 5max ace catheter was fractured approximately 3.5 cm from the hub distal of the strain relief. Conclusion: the complaint has been evaluated. The compliant indicates that the 5max ace catheter cracked in two pieces during the removal from the packaging hoop. Evaluation of the returned product confirmed that the proximal shaft of the 5max ace catheter was fractured below the strain relief. This type of damage typically occurs if the product was not handled properly. If the product was removed from the packaging hoop at an angle using force, damage is likely to occur. These devices are 100% visually inspected for damaged during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.